Event description:
During the robotic assisted right lower lobectomy, the dr fired the stapler across bronchus and the stapler fired but did not cut across the bronchus as it should. We had to open a manual stapler and load to finish the resection. The rest of the procedure progressed uneventfully. Stapler fired but did not resect bronchus as expected.